Event description:
Procedure type: lap gastric bypass. According to the reporter: upon removal,it was noted a 10mm x 5mm piece of the plastic sheath was broken off at the tip. Nothing was seen from the exploration of the abdomen through the camera. It could not be reported if an x-ray was taken. Completion of the case could not be reported. No pt injury reported.

Manufacturer narrative:
(B) (4).